Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that leakage was observed from a crack on the female connector on dpt during use. There were not patient complications or injuries reported.